Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The software logs were received for analysis and are under investigation at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that while navigating, the images flipped in the software and navigation was off. No other details were provided. Imaging was aborted causing less than an hour delay in the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
The software analysis was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.